Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the aiming beam was firing straight out of the fiber @123,067 joules of use. A second fiber was opened and utilized for 81,598 joules of use; completed the case. A total of 204,665 joules of use using both fibers. Patient outcome: "no patient injury".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate char of detritus; the glass cap exhibits moderate devitrification at the output window; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing exhibits signs of contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.